Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the gear was blocked, seized and rough running. Therefore, the reported condition was confirmed. It was further determined that the attachment was blocked. However, an assignable root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the gear on the attachment device was blocked, seized and rough running. This event did not occur during surgery. There was no patient involvement reported. There were no injuries, delays, or medical intervention associated with this event. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.